Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgery, lens explant. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -13/+5/96 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vaulting, lens rotation, and glares/haloes. A new lens is planned to be implanted next month. The patient is currently fine.

Manufacturer narrative:
The new lens was not implanted yet due to patient working issues. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue on lens) and the lens has a curved shape. (B)(4)

Manufacturer narrative:
The lens was exchanged on (B)(6) 2018 with a vticm5 13.2 implantable collamer lens -12.5/+5 /93 diopter. The surgeon notes that the visual acuity and vault are okay, and no rotation. (B)(4)